Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (b)(60 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received with regards to a plum set in which it was reported there was leaking filters on two sets. It was not reported whether there was patient involvement.

Event description:
Correction: the event occurred on an unspecified date.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. Corrected information can be found in b3 - date of event, b5 - describe event or problem and e1 - initial reporter postal code (should be blank). Additional/updated information can be found in d1 - brand name, d4 - catalog #, d9 and d9 - date returned to MFR null.